Event description:
It was reported that a user believed they experienced hypoglycemia while sleeping and received assistance, then self-treated with fast-acting carbohydrates; review of device data by a caregiver did not show readings below the target range. Symptoms included signs consistent with hypoglycemia. Outcomes included recovery without hospitalization. Investigation included review of available device data and troubleshooting with education. Investigation of this case revealed no device alarms and no corroborating device-recorded hypoglycemia, with the cause of the event remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.